Manufacturer narrative:
The product was not returned for investigation therefore the reported failure mode was not confirmed. Alleged failure: device did not turn off until physically unplugged. Probable root cause: probe short, button stuck on firing position, fluid ingress, suction tube cut, button inadvertently pressed, damaged insulation, probe bender used to bend nonbendable probe, user accidentally submerges device, inadequate gluing operations (tip and core/lumen) or inadequate gluing/welding of core to handle. Console error. Use error. The reported failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the device had continuous activation.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the device had continuous activation.